Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patients pump was flipped during the last few refills. It was reported that the pump would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(1 mg/ml at .1402 mg/day) and bupivacaine(10 mg/ml at 1.402 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that an absorbable suture was used to secure the pump and it was flipping. The catheter was noted as being "pretty wound up" and when the pump was accessed a volume discrepancy was discovered. There was supposed to be 9ml in the pump but 20 ml were taken out. A magnetic resonance imaging (MRI) was performed and the hcp could see the entire length of the catheter and it was noted that the tip was in place. There were no issues aspirating the distal catheter segment reported. A revision was completed on (B)(6) 2018. The pump and the pump segment of the catheter were replaced. No symptoms were reported and no further complications have been reported as a result of this event.